Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal crossing was performed, and a watchman fxd curve access system (was) was advanced and positioned at the laa. Contrast injection was performed in the laa. Afterwards, a small thrombus was identified in the right atrium. The activated clotting time (act) was 293 seconds, and an additional 5,000 units of heparin were administered. The physician proceeded with advancement of a 35mm watchman flx closure device and delivery system (wds) through the was to the laa. The wds was deployed and released. The wds was removed, and the was pulled back into the right atrium. Imaging revealed the thrombus has resolved. Left atrium pressures were high and there was no suspicion from the physician that the thrombus had embolized from the right atrium to the left atrium. The patient was monitored and discharged the same day.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal crossing was performed, and a watchman fxd curve access system (was) was advanced and positioned at the laa. Contrast injection was performed in the laa. Afterwards, a small thrombus was identified in the right atrium. The activated clotting time (act) was 293 seconds, and an additional 5,000 units of heparin were administered. The physician proceeded with advancement of a 35mm watchman flx closure device and delivery system (wds) through the was to the laa. The wds was deployed and released. The wds was removed, and the was was pulled back into the right atrium. Imaging revealed the thrombus has resolved. Left atrium pressures were high and there was no suspicion from the physician that the thrombus had embolized from the right atrium to the left atrium. The patient was monitored and discharged the same day.